Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: result of investigation: the reported customer complaint of "unit is alarming transducer fault was duplicated and isolated to a faulty transducer by vyaire's failure analysis lab. This issue has been addressed with CAPA: 000000281 and scar ps-16-23.